Event description:
Clinical Narrative:Impella 5.5 was inserted via direct surgical access in a 62-year-old male patient presenting with coronary artery and valvular disease. The patient was to have a coronary artery bypass graft and valve surgery. The patient¿s other systemic comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage B.While in the operating suite the physician lifted the heart to check for a bleed and discovered the Impella had punctured the left ventricle. The puncture was surgically closed and the Impella was repositioned. After repair the patient was discharged from the operating suite and remained on support for 4 days.While on support the the device functioned as expected, Performance Level P-4 with 2.9L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.Due to limited information on device depth during the surgery the device cannot be dissociated from the event. It is important to note that ventricular size and wall integrity should be taken into account when placing an Impella device in a patient per Optimal Device Performance (ODP) ODP-010 Guidance on Impella Device Implantation in Small Anatomies. It is important to note the decrease in ventricular cavity when a patient is on cardiopulmonary bypass and the heart is empty.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.